Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) cuff downsized. The aus cuff was explanted and a new 4.0 cm cuff was implanted. Should additional information be received a supplemental report will be submitted.